Manufacturer narrative:
Additional, changed, and/or corrected data: a6 d4 d6a g2 h4.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified striated broken on anterior. Base on the device analysis the final assessment is: striated broken assessed as surgical damage.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.